Event description:
It was reported that the poly trial broke as the surgeon put it in. The doctor used a mallet directly on the poly which caused it to break.

Manufacturer narrative:
The reported device, used for treatment, was not returned for evaluation, however, a photograph provided by the site confirmed the reported event. There was no impact to the patient. There was no part/serial/lot number provided for DHR review so it could not be concluded if the device met the manufacturing specifications. A complaint history review identified similar events. This failure mode will be trended to assess for any necessary corrective actions. The naviopfs¿ system for unicondylar knee replacement released at the time of the complaint provides detailed instructions for placement and removal of the poly trial. The user is instructed to follow the tibia first: implant planning and placement guidelines when going through this process. The poly insert trial is designed to engage with the tibial trial when placed in the patient's anatomy and prevents any catching from respective geometries. The user's manual provides detailed instructions for placing the poly trial. We were able to confirm there was a relationship established between the reported event and the device. The malfunction is likely due to the user impacting the poly trial causing the thin section to break. Poly trials are designed to drop into the tibial tray with no force. Subsequent changes to improve the design included removing snap features and adding a chamber to allow the trials to be inserted easily into the tibial trays by hand to make the poly trial stronger and more able to withstand impact.